Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2017 with the following findings: the battery cap was found to be damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged. This report is made based on results of investigation completed on 07/10/2017.